Manufacturer narrative:
E1 phone number includes an extension number (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head scope ring is loose and the picture does not stay centered. The issue was found during preparation for use. There was no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following malfunctions were identified during the device evaluation: cut on cable, failed leak test, and loose coupler stopper. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue is caused trace by component failure. It is likely the picture does not stay centered due to a loose coupler stopper. A definitive root cause could not be identified for the cut on cable, failed leak test, or loose coupler stopper. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head scope ring is loose and the picture does not stay centered. The issue was found during preparation for use. A holmium laser enucleation of the prostate (holep) was the intended procedure and was completed using a similar device. There were no reports of patient harm.